Manufacturer narrative:
The device was not returned for analysis. Additionally, a review of the lot history record and complaint history for the reported lot could not be conducted, because the lot number and serial number were not provided. All available information was investigated and a conclusive cause for single leaflet device attachment (slda) could not be determined in this complaint. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event and implant date: dates estimated. The UDI number is not known as the part and lot number were not provided. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article title: for failed mitraclip, next procedure might depend on mr etiologyna.

Event description:
This is filed to report single leaflet device attachment. It was reported through a research article that 96 patients underwent a mitraclip procedure. A follow up appointment was performed 30 days after the clip was implanted. At the 30 day follow up it was mentioned that multiple implanted clip had detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). Additional information is listed in the attached article, titled ¿for failed mitraclip, next procedure might depend on mr etiology. A retrospective series offers hints on operator choices and patient outcomes, plus reassurances on repeat clip procedures.¿